Manufacturer narrative:
Valeritas representative called patient for follow-up regarding a v-go authorization. The person answering the phone indicated the patient passed away on (B)(6) 2017. The person had no idea if she had started v-go therapy prior to her death. Device was not returned for evaluation.

Event description:
Valeritas representative called patient for follow-up regarding a v-go authorization. The person answering the phone indicated the patient passed away on (B)(6) 2017. The person had no idea if she had started v-go therapy prior to her death.